Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information. The xience v stent is being filed under a separate MFR number.

Event description:
Subsequent to the previously filed medwatch the following information was received: the patient was discharged on (B)(6) 2011.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned graftmaster stent delivery system (sds) noted that the stent implant was stationary on the tightly-folded balloon where it was originally crimped. Additionally, the tip length was measured and met manufacturing specification. However, the analysis revealed that there was one strut on the distal end of the stent that was flared. The proximal taper of the balloon was also found to be wrinkled/bunched. In this case, since there was no report of any damage noted during inspection prior to use, the damage to the stent and balloon likely occurred during or after the procedure. Damage of this type is most consistent with an interaction between the mounted stent and the anatomy and/or accessories during advancement of the product. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the sds or the stent implant or interactions with other devices, a previously implanted stent and accessory devices. Although no patient anatomical information was provided, the failure to advance in conjunction with stent damage is not generally associated with a product quality deficiency and was likely related to circumstances of the procedure. A review of the finished product device history record did not reveal any nonconforming material records associated with this lot. In addition, a query of the complaint-handling database did not reveal any other incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies. Based on the information received with this complaint and the analysis of the returned product, the reported failure to advance and noted damage appear to be related to circumstances of the procedure and not a product quality deficiency. All stent delivery systems are visually inspected for catheter and stent damage. Additionally, a sampling of units is destructively tested to verify proper guiding catheter and guide wire movement.

Event description:
It was reported that after predilatation was performed, a perforation occurred during deployment of a 3.0 x 23 mm xience v stent and the graftmaster stent was selected for treatment; however, the graftmaster stent delivery system would not cross. A dilatation balloon was used and inflated to treat the perforation successfully. There was no reported clinically significant delay in the procedure due to the failure of the device to cross. The patient is reported to be fine. No additional information was provided.